Manufacturer narrative:
Refer to the good faith effort. It was confirmed there is no failure reported by customer. Customer just asked how to use the device.

Event description:
It was reported to philips the need to buy batteries for the efficia dfm100 defibrillator. Additional information has been requested. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporting institution name: (B)(6). Reporting address line 1: (B)(6). Reporting address postal: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6). A follow up report will be submitted upon completion of the investigation.